Event description:
The customer reported to physio-control that their device locked up during the self-test phase when the device was powered on. There was no patient use associated with the reported event.

Manufacturer narrative:
A third-party service agent evaluated the device and verified the reported failure. The third-party service agent replaced the system pcb assembly. Proper device operation was then observed through functional and performance testing. After repair, the device was returned to the customer for use.

Manufacturer narrative:
Physio-control evaluated the removed system pcb assembly. Physio-control determined that the cause of the reported failure was due to a failure of the single board computer on the system pcb assembly.